Event description:
Patient's cadd pump which was infusing chemotherapy drug flouracil (5fu) was leaking and bag in which pump was placed appeared cloudy and white on the inside. Patient came into center and pump as well as connections assessed. No leakage noted from connections to patient, but white powder noted on tubing closest to actual pump.